Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 26 mm sapien 3 valve, the commander delivery system balloon ruptured at the end of inflation due to a calcified pulmonary conduit. The valve was deployed and the delivery system and 24fr dryseal were removed as a unit without complication. A 26mm atlas gold balloon was inserted to post dilate without complication. The patient was transferred to the unit in stable condition.

Manufacturer narrative:
Correction to h6 based on additional information. The returned device was evaluated, and the following was observed: radial balloon burst at the central area of the inflation balloon. No missing balloon material. Distal end separated by engineers in effort to take out the sheath. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The complaint for balloon burst was confirmed upon visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per reported, 'the commander delivery system balloon ruptured at the end of inflation due to a calcified pulmonary conduit'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, the commander delivery system balloon ruptured at the end of inflation due to a calcified pulmonary conduit. This is FDA MDR reportable. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.